Event description:
New information received notes that no intervention was required to address the malfunction. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with high capture thresholds and low sensing noted on the right ventricular lead. X-ray imaging revealed no obvious anomalies. The physician suspected that a microdislodgement of the lead was the cause of the event. Surgical intervention was considered. The patient was stable throughout.

Event description:
New information receives notes that following a chest x-ray, microdislodgement of the lead was confirmed. The lead was repositioned on (B)(6) 2023. No patient consequences were reported.